Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial/lot #: (B)(4), ubd: 21-feb-2023, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 21-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedances were measured with electrodes #1 and #7 and that a ¿connection check abnormality¿ was measured with electrodes #0, 1, 2, 3, and 7. An out of range (oor) condition was confirmed with the lead that contained electrodes #0-7 when tested at a low output. The setting from the time of implantation ¿could not be reproduced.¿ an impedance check and connection check were performed in an effort to troubleshoot and diagnose the issue; however, the cause of the issue was unknown. ¿reinsertion¿ of the implantable neurostimulator (ins) and lead was suggested; the attending physician advised the patient ¿there was a possibility of connection failure¿ during an outpatient visit on (B)(6) 2019 and scheduled a connection modification operation¿ for (B)(6) 2020. An additional impedance measurement performed on (B)(6) 2020 before the operation, with the patient in the prone position, found that ¿all values returned to normal.¿ during the operation, the leads were disconnected from the ins and connected to a wireless external neurostimulator (wens). Impedance testing performed with the leads and wens found ¿normal values¿ for both leads. The leads were then reconnected to the ins. A connection check and impedance check performed following the reconnection again found normal values. Three additional impedances tests performed during the physician¿s fixation of the suture hole found half of the #0-#7 electrodes showed abnormal electrodes. It was noted the ¿abnormal electrodes changed every time the impedance check was performed.¿ one impedance test found impedances of >40000 ohms for electrodes #0-#7, while another found impedances of >40000 ohms for only electrode #7. Because the ¿normal value of the lead could be confirmed¿ when connected to the wens, it was ¿presumed that the problem was on the ins side.¿ the ins was replaced as a result of the event. A connection check performed with the replacement ins found an abnormal value on electrodes #14 and #15. Impedance testing performed with the replacement ins found impedances of >40000 ohms with electrodes #8 and #14. As the issue occurred with a new ins, it was concluded there was a ¿possibility of a problem on the lead side.¿ since the stimulating electrodes originally used were #0-3/#8-11 and the abnormal electrodes were #14 and #15, the device was implanted ¿as no problem was found and the wound was closed.¿ an impedance check performed afterward with the patient in a seated position, before setting stimulation postoperatively, found the ¿same phenomenon¿ as was first reported in (B)(6) 2019. The patient¿s stimulation was programmed at that time to use electrodes that could induce stimulation in both the left and right legs at that state. The stimulation ¿seemed to be stable¿ at that time, so the patient continued to receive stimulation. The patient returned home after a day operation. No further contact had been received from the physician as of (B)(6) 2020; no further complications were reported or anticipated. It was noted the patient was implanted for the treatment of ¿multiply operated back (mob).¿